Manufacturer narrative:
The actual sample is not available for evaluation, however, photo sample is available. Investigation is not yet complete.

Event description:
The event involved a primary plum set, clave secondary port, clave y-site, secure lock, 103 inch where the reporter stated ¿clave secondary port was separated.¿ the event occurred during patient infusion but no harm was reported as a consequence of this event.

Manufacturer narrative:
Received a photo showing the clave separated from the secondary port of the cassette. No samples were returned for investigation. The reported complaint of separation can be confirmed. The probable cause is unknown. Without the return of the used sample a comprehensive failure investigation cannot be performed and a cause cannot be determined. Lot history review was reviewed and no non conformities were found that would have led to the reported complaint.